Manufacturer narrative:
The customer reported that the ventilator has been retired and was removed from service.

Event description:
The customer reported that the ventilator turned off and the default settings appeared on the screen. The ventilator was in clinical use at the time of the event occurred. Although requested, the information if an actual patient was connected to the device at the time of the event occurred is unknown. There was no report of patient harm or injury as a result of the event.